Event description:
The following report was received from the affiliate: during a coronary intervention to a 95% stenosed, slightly calcified and tortuous lesion at the proximal left anterior descending, pre-dilatation with a 2.5x15mm voyager balloon was conducted and then a 2.5x18mm cypher sirolimus-eluting coronary stent was delivered to the target lesion. However, the physician encountered friction while delivering through the guiding catheter (viking 6f jl3.5) and the physician tried to retrieve the cypher from the patient, but encountered retrieving difficulty. Therefore, the physician removed the entire system as a single unit and found the stent to be flared at the distal end. Therefore a different cypher stent (2.5x18mm) was implanted using the same guiding catheter without any issue. The physician suspects the initial 2.5x18mm cypher stent was defective not the guiding catheter. There was no patient injury reported. The product was clinically used, but the product will not be returned for analysis due to the patient's infectious disease.

Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.